Event description:
During delivery of the smart control stent, the stent was "deployed shortened to 7cm" in the target lesion. The target lesion was located in the left superficial femoral artery (sfa). The lesion was described as 90% stenosed with moderate calcification. The reference vessel was moderately tortuous. Contralateral approach was made. Smart control stent was "deployed shortened to 7cm" in the target lesion; therefore, an additional unknown stent was implanted next to the smart stent. The procedure was completed without other problems. There was no adverse event to the patient and the patient was in stable condition. The product will not be returned for analysis. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The stent delivery system (sds) was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient per the instructions for use. No unusual force was applied during deployment of the stent. The tantalum markers were observed to open symmetrically. The additional stent expanded fully with good wall apposition. No thrombus was noted post deployment. No further information was available.

Manufacturer narrative:
During delivery of the smart control stent to a moderately calcified and tortuous 90% stenosed lesion in the left superficial femoral artery (sfa), it was reported that the 10cm stent "deployed shortened to 7cm." An additional unknown stent was implanted next to the smart stent and the procedure was completed. There was no adverse event to the patient and the patient was in stable condition. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The stent delivery system (sds) was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient per the instructions for use. No unusual force was applied during deployment of the stent. The tantalum markers were observed to open symmetrically. The additional stent fully expanded with good wall apposition. No thrombus was noted post deployment. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15411342 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. During placement, it is imperative that the treating physician holds the deployment handle in a fixed position during the entire deployment. If the handle is moved forward or backward after the stent has achieved initial wall apposition then segments of compression or expansion can be created. This can result in stent lengths which are longer or shorter than expected. With the information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. However; vessel characteristics and procedural factors may have contributed to the reported event.